Event description:
Related manufacturer report number: 2017865-2023-18920, related manufacturer report number: 2017865-2023-18921. It was reported that the patient presented in clinic for a complete system extraction due to infection. The pacemaker, atrial lead and right ventricular lead were explanted. The condition of the patient was unknown.